Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case at reservoir tube lip and battery tube threads and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value was 85 mg/dl. The customer stated she was at the hospital just sitting on a chair at the time of the alarm. Customer stated there was not a hospitalization related to diabetes. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.